Manufacturer narrative:
The device involved in the reported event was returned to welcy allyn, inc. For evaluation. It was determined that one of the device's plastic expander components was broken into multiple pieces. However, no conclusion could be drawn as to why the component failed. Welch allyn, inc. Has reviewed the desgin records for this device and has verified that the design is appropriate for the device's intended use. The reported failure rate, as a function is distributed units, is 0.01%.

Event description:
Plastic vaginal specula broke during use causing laceration of labia. There was minor bleeding that was stopped with application of silver nitrate.